Manufacturer narrative:
H2, h3, h6: the system was serviced in the field by a medtronic representative. It was verified that the video input signal on the monitor and found out set to display port. Changed the setting to hdmi resolved the issue. Completed full system checkout as per s8 ps asm, all tests passed successfully, the system is fully functional and ready for clinical use. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736031, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: 9736036r, serial/lot #: -, ubd: unknown, UDI#: unknown g2: this event occurred in canada, see e1-e3. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. G02007: computer g02014: monitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after turning the planning station and monitor on, the monitor would show a "no video signal" message. Troubleshooting was performed. The local representative (rep) unplugged the power from the power supply (ps) and turned it back on again, but that did not resolve the issue. They tried "3-2-3-2-1" on the monitor, but it would not access the menu at all. They tried just hitting the menu button in case the touch "buttons" were not locked, but that did not work. It was noted that there was no other monitor to try to plug into. They reseated all video cables, but the issue persisted. There was no patient involvement.